Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming during the middle of the night and not during the day. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank flashing white lcd display anomaly with audio alarm due to crack on lcd controller. No vibrate anomaly noted. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unit was received with cracked retainer, minor scratched display window, and scratched case.